Manufacturer narrative:
Steris contacted a toxicologist who called the employee's physician. The toxicologist informed the physician that steris 20 is a potentially severe irritant, but is not likely to have any systemic effects due to the skin exposure, as any material left in contact with the skin would degrade quickly, and if any were absorbed, the catalase in the patient's blood would convert it to water, oxygen, and acetic acid, which is metabolized easily by the body.steris offered to provide refresher in-service training to the facility staff, which was declined because the facility had already completed re-training for all system 1 operators on policies and procedure for wearing proper personal protective equipment.

Event description:
A user facility employee placed a cup of steris 20 sterilant concentrate into the system 1 processor, then immediately removed the full cup without starting the processor. As she removed the cup, sterilant concentrate splashed onto her arm, as the employee was not wearing personal protective equipment. The employee went to the facility's outpatient clinic, where it was noted that her arm exhibited redness. She was given antibiotic ointment to apply 3-4 times daily and a bandage. The employee's physician contacted steris to inquire if this exposure would have any potential affect on the patient's breast milk.